Event description:
Event description guidant received information that during subclavian access for this transvenous defibrillation lead, the patient experienced a pneumothorax. A chest tube was placed and the issue was resolved.